Event description:
Following a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. At one time during the procedure, the tacticath quartz ablation catheter was noted to be outside of the created geometry. A post-procedural echocardiogram revealed a pericardial effusion, for which no intervention was necessary. There was no alleged performance issue with the catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.